Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, when attempting to pre-dilate a left iliac artery lesion which was a chronic total occlusion (cto) with severe calcification and severe tortuosity, the tip of an unknown saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter was frayed. Pre-dilation was performed with an unknown device; however, an 8mm x 80mm smart control iliac self-expanding stent (ses) delivery system was unable to be delivered to the left iliac lesion. There was no reported injury to the patient. This was during a procedure to treat bilateral iliac artery lesions in which 3 smart stents were successfully implanted in the right iliac artery. It was reported that the saberx radianz pta balloon catheter was frayed due to the step of an unknown .014 guidewire. Additional information was requested but was not provided. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿tracking difficulty¿ and ¿distal tip frayed/split/torn¿ were not confirmed as the devices were not returned for analysis; therefore, the exact causes cannot be determined. The lesion was described as a chronic total occlusion with severe calcification and tortuosity. It is likely these lesion/vessel characteristics contributed to the events reported. However, without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and the events reported. According to the instructions for use, which is not intended as a mitigation of risk for saberx radianz, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to pre-dilate a left iliac artery lesion which was a chronic total occlusion (cto) with severe calcification and severe tortuosity, the tip of an unknown saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter was frayed. Pre-dilation was performed with an unknown device; however, an 8mm x 80mm smart control iliac self-expanding stent (ses) delivery system was unable to be delivered to the left iliac lesion. There was no reported injury to the patient. This was during a procedure to treat bilateral iliac artery lesions in which 3 smart stents were successfully implanted in the right iliac artery. It was reported that the saberx pta balloon catheter was frayed due to the step of an unknown .014 guidewire. Additional information was requested but was not provided. The devices will not be returned for evaluation.